Event description:
A reporter called to submit a report regarding the adverse effects he is experiencing from the device that has been used for his procedure in december. He said, he has a procedure to open-up his urethra that was caused by his enlarged prostate. He said after the procedure, he was having an ongoing infection, swelling around his testicles, no semen, no sperm production, urinary restriction, also his erection has been affected.